Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited oversensing of noise. Multiple configurations and analyzer cables were attempted, and the noise was still observed. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.